Event description:
Acct reports that when rn went to access one of the ports to attach a piggyback, the IV fluid began running out and blood backed up out of the port. Set changed which is considered a nursing intervention. No further info available. No pt injury reported.